Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a fess procedure, there was an alleged inaccuracy of approximately 2cm. The registration got a passing value of 3.5 mm, and they did not get any yellow or green zones of accuracy. They then re-registered and got 2.3 mm accuracy, appeared to be accurate in sphenoid and frontal, however, superior and anterior to sphenoid was where the inaccuracy was, also this is where a csf leaked occurred as well. Inaccuracy was being alleged with only one suction, only instrument being used that deep in the anatomy. All other instruments, including that suction were accurate when not so deep. There was a delay to the procedure of less than one hour.

Manufacturer narrative:
Log analysis was performed. Analysis was unable to determine the probable cause of the event. If information is provided in the future, a supplemental report will be issued.